Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: contacted the account and they stated that the procedure was a laparoscopic appendectomy procedure and the device were difficult to open and after the device was fired bleeding occurred. The surgeon placement clips to control the bleeding. The contact at the account stated that the appendix had already ruptured prior to the procedure. A second device was pulled to complete the procedure. There was no patient consequence.

Event description:
Per maude event report form #(B)(4), during an unknown procedure; the device would not deploy during a surgical intervention. It is not known how the procedure was completed. There were no adverse patient consequences reported.